Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and low platelet levels occurred. Procedure summary: prior to the index procedure, heparin and another anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received loading doses of 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve into the proper anatomical location. Event summary: on same day of the index procedure, post transcatheter aortic valve replacement (tavr) procedure, electrocardiogram(EKG) revealed left bundle branch block. No action was taken to treat the event. At the time of reporting, the event was considered not recovered. One day post index procedure, lab tests revealed low platelets. No action was taken to treat the event. At the time of reporting, the event was considered not recovered. On the same day, the subject was discharged on aspirin.